Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan alleging that a one touch ultrasmart meter read inaccurately high. The patient tests his blood glucose once a day before breakfast. He manages his diabetes with metformin. The patient indicated that the alleged issue started on (B) (6) 2010, at 6:45 am. The patient tested his blood glucose at that time and got a result of "205 mg/dl." Within 30 minutes, the patient retested his blood glucose on his mother's meter and got "166 mg/dl." Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=30% and/or <=30 mg/dl. The patient could not recall what actions he took in response to obtaining the reported results. However, the patient claimed that he developed low symptoms of shakiness at around 7:30 am that same morning. He also could not remember what actions, if any, he took in response to developing the symptoms. The patient admitted that he has always had symptoms of head numbness. The meter, test strips and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed a symptom of shakiness which can be associated with severe hypoglycemia after the alleged issue began.